Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on 07mar2024, targetting the axillary nerve, with the implantable pulse generator (ipg) being placed infraclavicular. During a follow-up visit, the patient's cardiologist noted that the surgical incision was not healing and was infected. The physician expressed concern with the infection spreading due to the location of the incision on the front chest wall and recommended explant. A full system explant was performed on 04apr2024.

Manufacturer narrative:
Patient reported good pain relief while using the system and is requesting re-implantation after cleared. It was noted during investigation that the implanted anchors were very superficial and pressing up against the skin, contributing to the incision failure to heal and potentially increasing the opportunity for infection of the open incision site. No lab cultures or other information were made available to the firm to confirm the presence or type of infection. Surgical wound failure to heal as well as development of infection are both known inherent risks of invasive procedures. It does appear that the superficial position of the anchors may have contributed to the incident.